Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: non union c6-7, foraminal stenosis, with persistent cervical radiculopathy. For which, patient underwent following procedures: instrumented posterolateral arthrodesis c5-6-7 using spine instrumentation bone morphogenic protein, as well as bilateral c7 laminal foraminotomy. Per op notes, posterior cervical area was prepped. A small kit of bone morphogenic protein was wrapped around bone graft matrix and placed in the lateral gutters. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.